Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. An x-ray showed the construct with a broken rod. There did not appear to be any screw failures, in the x-ray. The screw seat was locked after the rod and locking screw were seated during installation. To remove the screw, as during revision, the seat and screw were realigned, unlocking the screw and seat and this stress could cause the seat to disassemble from the screw body. However, the exact root cause of this was not known. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that a revision surgery to an implanted coral spinal system was done on (B)(6), 2012. It was initially reported that the components of the construct had failed. Multiple coral tulips were dissociated from the bone screws.